Event description:
This complaint originated from our foreign distributor in (B)(6). The distributor reported that the touch screen on one of their ventilators is not responding. They mentioned that when they try to calibrate the unit in service mode, they are not able to. They also added that there is no apparent damage to the screen, and that the ventilator was not on a patient when the problem occurred.

Manufacturer narrative:
Manufacturing received a vela front panel assembly. The vela front panel assembly was installed in known good vela unit. Two small nicks in screen were noted. The unit was powered on in service mode and the screen came up red. The touch screen calibration test was performed and failed. Tried again to do the calibration test and could not complete test. Touch screen operation was intermittent. The customer issue of touch screen not responding and failed touch screen test were duplicated. Intermittent operation of touch screen is due to damaged touch screen. The red screen was due to lcd failure. The vela front panel assembly was scrapped.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped a replacement front panel to the foreign distributor. They also issued a returned goods authorization (rga) number to the distributor for the return of the alleged faulty front panel for evaluation. As of (B)(6) 2015 the alleged faulty front panel has not been received. Should the alleged faulty front panel be received and evaluated, a followup medwatch report will be submitted.